Event description:
Procedure type: gynecological/urological. Reportedly, the patient underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the patient experienced pain, injury, and has undergone corrective surgery. According to the patient's perioperative case record, the procedure included a gyn-laparoscopic assisted vag hysterectomy.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "retex."